Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. This event occurred in (B)(6).

Event description:
Allegedly broken neck, during going downstairs, not fallen. Add'l info rec'd (B)(4) 2014: the pt. Was admitted with a broken neck without any trauma. He went a step down and the neck broke. Dr. (B)(6) is a very experienced surgeon with modularity and he is very accurate with the implants and the implantation. Every neck and pocket is dry and clean. High activity level.

Manufacturer narrative:
Review of photographs.